Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site has been doing their own image quality/contrast testing and have noticed significant changes in the low dose contrast. There was no patient involvement.

Manufacturer narrative:
A medtronic representative went to the site to perform a system check out and they found that the system functioned as intended. No problems were detected. The representative performed a fluoro/rad gain calibration as well to make sure the x-ray image was uniform with no artifacts. If information is provided in the future, a supplemental report will be issued.